Event description:
Pt sedated, colonoscopy in progress. Polyp identified and physician prepared to remove polyp. Cautery set on blend, 15 watts cut and 15 watts coag. Upon application of cautery, physician became aware the cut appeared to be set higher, according to pt response and function of cautery. Settings checked and found to be correct. No pt injury occurred during the event. Biomed notified immediately. Biomed found unit delivered over 300 watts at all settings. Removed cover from unit and observed r35 on power supply board was burned, but still intact. Due to age of equipment and it no longer being supported by valleylab, inc, the unit was retired and removed from service.